Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife was broken at 10 mm position from the distal end. Checking of the manufacturing history record of the same lot, nothing irregularities were detected. Based on the past similar cases, it is known that this event occurs from following usage conditions. - the electrosurgical unit is used in the coagulation mode - the high-frequency output is set too high - the activation time is too long - the length of the contact between the cutting knife and tissue is too short the instruction manual of the device has already warned as follows; - when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During endoscopic submucosal dissection (esd), the distal tip of the subject device broke and fell off into the patient's stomach. The doctor retrieved it and completed the procedure with another knife. There was no patient injury reported except this event.